Manufacturer narrative:
Concomitant product(s): a 694765 lead, implanted: (B)(6) 2008. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead thresholds increased after a routine changeout. It was noted that thresholds prior to the procedure were acceptable, however after pocket revision and debridement with electrocautery equipment the thresholds were high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.